Manufacturer narrative:
After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod. Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. The damaged cannula did not result in a leak.

Event description:
It was reported the patients blood glucose level rose to 20 mmol/l (360 mg/dl) while wearing the pod between 36 and 48 hours. As treatment, gave manual injections using an insulin pen.